Manufacturer narrative:
The pump was not returned for investigation. Data logs show low purge pressure alarms only during the purge cassette or the purge bag change procedure. The cause of the issue was not determined since product was not returned and sufficient clinical information was not provided. This report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp for mechanical circulatory support (mcs) and had fluctuated purge pressures between the 200's-500's. The patient presented with 100% left anterior descending artery (lad) occlusion and opened with a balloon when patient's blood pressure dramatically decreased. The patient started on levophed and decision made to place the patient on impella mcs. Left femoral artery was accessed, and the impella was placed without complication. Following, after start of support, a drug-eluting stent was placed to the proximal lad. Post procedures, the patient was transported to the unit on impella support with a plan to rest on impella mcs for the next 24 to 48 hours. However, approximately three days after start of support, purge pressures were noted "consistently" changing and the team frequently had to do a mock bag change for low purge pressure. The pump was weaned and successfully explanted. It was reported the patient was as doing well following the event.